Manufacturer narrative:
(B)(4). It was brought to the company's attention that this is a duplicate report. Reporting will be continued in MDR # 3006556115-2017-00599. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Reimplant surgery is scheduled.